Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The user facility was awaiting a loaner device prior to returning the defective device. The investigation is on going, and this report will be supplemented when new and relevant information becomes available later.

Event description:
It was reported that when the scope was connected to the video system center, the image was intermittent and the image could be displayed only after repeated insertion and removal of the scope. The issue occurred during preparation for use for a cholangioscopy procedure and the facility finished the procedure with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9, h3, h4, h6. The subject device was sent back to olympus for inspection, confirming the customer's complaint. Additionally, an additional adverse event was discovered, indicating damage to the video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.